Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi viperwire guide wire, the tip of the guide wire became detached. The target lesion was 80% stenosed and located in the superficial femoral artery. The viperwire was being utilized with a non-csi atherectomy device and an embolic filter system. When attempting to retrieve the embolic filter, the tip of the guide wire became detached. The wire fragment was snared and removed and there were no patient consequences reported.